Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of being unable to connect the atrial lead to the header was not confirmed in the laboratory. A test lead fully inserted into the atrial port. The torque driver was used to tighten the set screw and secure the test lead. The bore dimensions were measured using pin gauges and were within specification.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the header. The device was not implanted.